Event description:
It has been reported to co that a small dissection to ostium in right coronary occurred when pulling catheter out of the end of procedure. No surgical intervention was required. The pt is doing fine and the product is not being returned for co's analysis.